Event description:
It was reported that the patient was admitted for an unrelated reason. During the hospitalization, the patient experienced ventricular tachycardia. An external defibrillator was used to treat the arrhythmia. During an unrelated procedure, the patient's implantable cardioverter defibrillator displayed a battery performance alert. High current flow from the external defibrillation is suspected to be the cause. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.